Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disorder, urinary infection and gerd. Concomitant products included duloxetine hydrochloride (cymbalta), ethinylestradiol; etonogestrel (nuvaring), ketorolac and propranolol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("right side abdominal pain") and pelvic mass ("pelvic mass"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy and removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, abdominal pain and pelvic mass outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic mass, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet-events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines/headaches, nausea, dysmenorrhea (cramping), pain and pelvic mass were added. Event injury was deleted and case category was changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.